Manufacturer narrative:
The technician found the d-pin was rusted on the siderail. He replaced the d-pin to repair the bed.

Event description:
Information received indicates the right intermediate siderail will not latch.